Event description:
It was reported that this artificial urinary sphincter (aus) was repositioned as its location made it difficult for the patient to use the pump. The tubing was shortened and the pump was reconnected. There were no patient complications reported.